Event description:
Lifepak15 (sn# (B)(6)) - biomedical engineering performed full functional output and electrical safety testing and all measurements were within the MFR's specs. Examination of the defibrillator pad showed blackened areas with "an" abnormal gel formation in the superior portion of the defibrillator pad.